Event description:
Device issue: none. Adverse event: subacute thrombosis. Onset of adverse event: approximately one month after the procedure. It was reported that post implantation of two rx xience v stents in a chronically occluded right coronary artery (rca), the pt experienced angina. On (B) (6) 2010, an angiogram was done showing subacute thrombosis (sat) in the total occlusion. Balloon angioplasty was done, but the vessel remained occluded. No add'l treatment was done. The pt has some circulation in a previously placed bypass graft. The pt is bed bound. There was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Angina and thrombosis are known adverse pt events as listed in the xience v instructions for use. Although, a conclusive cause for the reported pt effects and relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturer, design, or labeling. The 3.0 x 28 mm xience v (part 1009541-28, lot 9112041), indicated, is being filed under this MFR#.